Manufacturer narrative:
The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 51.4 cmh2o. It is rated at 51-60 cmh2o. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to a large crystal like material in the pump bulb and smaller crystal like material in the pump tubing. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction to h2, h3, and h6: updated to include device analysis. Balloon model- 72400023 lot sn- 1000035421 mfg date- 01/10/2018 exp date- 01/09/2023 gtin- 00878953000619 cuff model- 72400160 lot sn- (B)(4). Mfg date- 09/21/2018 exp date- 09/20/2023 gtin- 00878953000718.

Event description:
It was reported that due to recurring incontinence from erosion through the scrotal skin, the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. The patient status is stable. Should additional information be received a supplemental report will be submitted.

Event description:
It was reported that due to recurring incontinence from erosion through the scrotal skin, the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. The patient status is stable. Should additional information be received, a supplemental report will be submitted.